Event description:
It was reported by the rep that device was used during a laparoscopic appendectomy. It was reported after firing the device and releasing it from the tissue, it appeared that there were no staples on either side of the cut line. Part of the blue cartridge shattered and fell into the pt. All pieces were removed from the pt. Another device was opened to finish the procedure without incident. There was no consequence to the pt.